Event description:
Customer reported to beckman coulter, inc (bec) that there was a fluid leak at the lower left front diluter area of the coulter lh 750 hematology analyzer. Customer reported that fluid was also on the counter. Customer reported that they noticed the leak when the unit was not in operation but at an idle state, and was not processing samples. Customer reported that the volume of the leak was approximately 20 ml. There was no report of patient results affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the tubing going through pinch valve 115 was leaking blood and diluent. The fse replaced the tubing. The fse verified the repairs were performed per established procedures. The fse verified the results met published performance specifications.

Manufacturer narrative:
(B)(4).